Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer reports that they received a phone call from the team leader at the dialysis unit where this male pt, (B)(6) with ckd receives treatment. The nurse stated that during treatment it was noted that there was a "crack" in the pt's cvc line. The treatment was stopped and the noted area on the cvc was covered in waterproof tape and the cvc was double clamped above the noted area. The pt required a dialysis cvc exchange in interventional radiology. They used another device without further consequence. There was no pt injury or ill-effects. The pt's current status is reported as stable.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.